Event description:
It was reported to global technical service (gts) that the home patient (hp) changed just the heater bag instead of the entire disposable setup. An alarm was noted, which occurred on the homechoice (hc) during fill 1. The technical service representative assisted the hp in ending therapy, and the hp was instructed to start over with new supplies. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Per baxter labeling, all printed pouches for disposable products intended for single use are labeled with the statement, "this device is intended for single use only." A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.